Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) verified the reported complaint. The coin battery was installed into a lab use only central control monitor and he got the same result as the user and field service representative did.. He checked the voltage of the coin battery and it was measuring 0.0015 volts direct current (vdc), specification is three vdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He performed mechanical, electrical and visual testing. He replaced the coin battery inside the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure, insert system disk and press enter' message. The ccm was rebooted and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.